Event description:
During laparoscopic cholecystectomy, the surgeon inserted the device into the abdomen, attempting to clip the cystic duct which was extremely short and fat. Upon first firing of the device, the clip shot through the side of the instrument. There was no patient harm, the clip applier was removed and another device was used.